Event description:
Complainant alleged that the clinicians were attending to a pt (age and gender unk) in cardiac arrest, when the device advised shock to a pt with a pulse. While the nurse checked the pt's pulse, another clinician administered a shock to the pt, causing the nurse, who was touching the pt, to also receive a shock. There is no indication that there was any adverse effect to the pt or to the nurse who also rec'd the shock.